Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient is complaining of unstable and sometimes painful patella/patella tracking. Right medial bicomp procedure was successfully completed on june 16, 2014. No patella issues were noted during surgery.

Manufacturer narrative:
An event regarding instability involving a mako patella was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated based upon the information available for review, no determination can be made regarding the painful, unstable patellar tracking in this case. -device history review: a review of the device history records indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient is complaining of unstable and sometimes painful patella/patella tracking. Right medial bicomp procedure was successfully completed on june 16, 2014. No patella issues were noted during surgery.